Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and went to hospital. The customer's blood glucose was unknown. Customer stated that she was trying to change her basal. Customer assisted with changing her maximum basal rate. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.